Event description:
No alarm on heart stop for a pt equipped with 'guidant' pacemaker. -flat ECG curves and pacemaker spikes were detected by the sc 7000 and displayed on screen at the time of the incident (reported by the doctor and the nurse who were standing by the pt). Moreover a respiration rate detected by the device, no (audible or visual) alarm initiated when the incident occurred. No pt impact resulted from this incident.